Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed the self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the displacement accuracy test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. The insulin pump was received with cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot, cracked lcd display window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 448 mg/dl, current blood glucose was 124 mg/dl. Time and date of hospitalization was unknown. The customer experienced symptoms such as short of breath, dry mouth . Event caused to hospitalization was blood glucose high. The customer was treated with insulin pump. The outcome of the hospitalization was fluids insulin. The customer was wearing the insulin pump during the hospitalization. The drive support cap appears normal (slightly indented). The insulin pump will be returned for analysis.